Event description:
The customer called technical support (ts) reporting that it was observed that the device is having touchscreen issues. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the device was being set up. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Customer states touchscreen was unresponsive and does not pass calibration. The customer requested the part number for the touchscreen. The rse provided part number per customer¿s request. Further information is pending.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding the repair and operational status with no response from the reporter and, therefore, cannot be determined. A supplemental report will be submitted if new information is later obtained.